Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This DHR review was for the sample received with part or item number 21-7302-24, lot number 18x067. (The reported item number was 21-7002-24.) The returned sample consisted of one (1) cassette product which had a different product number from what was reported; the sample was received in used conditions without its original packaging and came connected with an extension set product. Visual inspection: the sample was visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; no discrepancies were found. Function testing: the sample was connected to a pump; the sample passed the accuracy test. The root cause of the issue could not be determined as no fault was found. Action(s) taken to mitigate the reported issue(s): no corrective actions are required since the complaint was not confirmed. As a preventive action, a notification to the production personnel of this complaint was conducted by the quality intern.

Event description:
It was reported that the product's delivered volume was 96mls and the actual delivered volume was 76mls. The error was 21% and the amount left in the cassette was 20ml. No patient injury was reported.